Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unknown. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.